Manufacturer narrative:
The reported events of helix mechanism issue and inadequate capture were confirmed. A complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil was over torqued consistent with procedural damage. The helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures but found internal shorts between conductors due to the over-torqued inner coil consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the over-torqued inner coil and the helix being clogged with blood. The cause of the reported event inadequate capture was isolated to internal shorting due to procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the right ventricular (rv) lead helix was failing to extend. The rv lead also exhibited a high capture threshold. The rv lead was not used. The physician continued with another rv lead and completed the procedure. The patient remained in stable condition.